Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2020-49395. It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 12 months due to pain at the ipg site. The ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. It is unknown which ipg is related to the issue. Therefore, all suspected devices are being reported.